Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that they were doing a lot of work the other day and back was hurting. Patient stated her back always hurts and stimulation never help.

Event description:
Information received from the patient reported that wanted their implantable neurostimulator (ins) removed because its "controlling me...I don't like anything controlling me". They further indicated that they had to check the battery, hold themselves up, and that it was worse "than being a diabetic". The patient stated that they did not like to have to check the battery "all day long". When they were out shopping they could not walked down the aisle without "excoriating pain" where they just cried. The patient further reported that they ins was not helping their pain and noted that they got (B)(6) reduction of symptoms with hydrocodone. They had already gone in for their post-operative appointment but did not fully understand what was being explained to them. The patient was going to follow up with their healthcare professional (hcp). Follow up information received from the patient on march 16, 12016 reported that, as to the circumstances that led up to the lack of pain relief/pain/"controlling me" issue was that they had a urinary tract infection (uti). As a step to resolve the issue the patient was given antibiotics. The indications for use for the implanted device were noted as spinal pain and failed back surgery syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.